Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but eleven (11) photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes that one (1) tube had fibrin filaments after centrifugation. There was no health impact or consequence reported. Report 12 of 12.